Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted. The medication regimen was followed by the patient. The patient came back for the 45 day follow up and thrombus was noted to be on the device. The patient was kept on warfarin and will return in six months for repeat transesophageal echocardiogram (tee). It was further reported that there was a complete seal noted at the time of implant.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted. The medication regimen was followed by the patient. The patient came back for the 45 day follow up and thrombus was noted to be on the device. The patient was kept on warfarin and will return in six months for repeat transesophageal echocardiogram (tee).